Event description:
I had bilateral breast reconstruction for right sided breast cancer. I have had multiple surgeries to obtain an symmetrical appearance. I am now set up to have the left breast reconstructed again. The alloderm has failed and is not supporting the breast pocket causing painful sagging and pulling of the skin. FDA safety report ID # (B)(4).